Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing record did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was performed for the product and failure mode reported, there have been no further instances in the past three years. The devices were intended for use in treatment. The returned dressing was visually and functionally evaluated which confirmed the issue of silicone offsetting. This confirmed a relationship between the event and the device. The wound contact surface of the pico is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. The root cause for this issue has been established as a raw material issue. A corrective action is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing record did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was performed for the product and failure mode reported, there has been one further instance. The devices were intended for use in treatment. The returned dressing was visually and functionally evaluated which confirmed the issue of silicone offsetting. This confirmed a relationship between the event and the device. The wound contact surface of the pico is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. The root cause for this issue has been established as a raw material issue. A corrective action is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection the pico dressing 20x20 cm the silicone in the dressing comes off the protective material. The pico dressing does not attach. Backup was available. No patient harm reported.